Manufacturer narrative:
Conclusion: no parts were returned to the manufacturer for evaluation. Plate remains implanted in patient.

Event description:
On (B)(6) 2013 patient underwent anterior cervical corpectomy using a spider cervical plate in response to cervical spinal stenonsis and complaints of cervical pain. X-ray's were taken on or about (B)(6) 2013, allegedly revealing that the upper cervical screws had backed out of the cervical spider plate. On (B)(6) 2013 patient underwent revision corpectomy and fusion at c4-c5-c6 cervical spinal levels in response to continued pain and alleged upper cervical screw backout.